Event description:
Reportedly, non-conforming product found the link did not resume when the power was turned on after turning off the smart ECG when we were inspecting them at tlc. Return entire set of the v167 since the ECG is a component of it.

Manufacturer narrative:
At device reception at clamart, the issue ¿the link did not resume when the power was turned on after turning off the smart ECG¿ was confirmed. The smart ECG turns on by itself when an external battery is inserted in the back. Following the tests performed, a manufacturing issue related to the plastic components, impacting the button functionality is suspected. This subject was escalated to the manufacturer, to determine the root cause and avoid its reoccurrence. The after-sales service replaced the front and tested the device before shipping it back to the field. This case is retained and utilized for trend purposes.

Event description:
Reportedly, non-conforming product found the link did not resume when the power was turned on after turning off the smart ECG when we were inspecting them at tokyo logistic center. Return entire set of the v167 since the ECG is a component of it.